Event description:
Two devices would not release. One of the rounded ends of the stent sheared off into the urethral tissue and was removed. The patient was not implanted due to the urethra being "torn up pretty badly" during removal of the stents when they encountered release difficulties with the urolume.